Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented for followup. The right ventricular lead exhibited high pacing impedance. The lead was capped and replaced successfully on (B)(6) 2016. The patient was well post procedure.